Manufacturer narrative:
Sc-1160 sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed. Sc-2218-50 sn: (B)(6). Device evaluation indicated that the lead passed all tests performed. Sc-2218-50 sn: (B)(6). Device evaluation indicated that the lead passed all tests performed. Sc-4318 device evaluation indicated that the lead fixture passed all tests performed.

Event description:
A report was received that the patient had an infection at the ipg and lead site. Symptoms were redness, swelling and puss emerged when the site was pricked. It was unknown if the infection was device related but it was not procedure related. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5087213/5146580, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4318, serial number: (B)(4), model/catalog description: clik x anchor sterile kit.

Event description:
A report was received that the patient had an infection at the ipg and lead site. Symptoms were redness, swelling and puss emerged when the site was pricked. It was unknown if the infection was device related but it was not procedure related. The patient was placed on antibiotics and underwent an explant procedure.